Event description:
The report from the affiliate indicated that the patient was included in a clinical study and also subsequently had additional cypher stents implanted that were not part of the study. The target lesions for the study were the proximal left anterior descending (lad) and proximal circumflex. The proximal lad lesion was reported to be: de novo, eccentric, 2.8 mm in diameter, 17.64 mm in length, a 58% stenosis, type c, diffusely diseased, and heavily calcified. The patient had two cypher stents implanted in the proximal left anterior descending (lad) artery, a 2.5/18 (stent #1) mm and a 3.0x18mm (stent #2) stent was part of the study. Five months after the index procedure the patient complained of chest pain and these stents were found to have restenosed and were treated by implantation of third cypher 2.5/28 mm (stent#3) stent.

Manufacturer narrative:
Six months after the index procedure, the patient again had chest pain and coronary angiography was done. There was no problem noted with the previously implanted cypher stents (above). Two additional de novo lesions were observed: a 75% stenosis in the left main trunk (lmt) and a 99% stenosis the proximal circumflex. The lmt lesion was reported to be: de novo, and ostial. A fourth cypher 3.5/23 mm (stent #4) stent was implanted at 18 atm with an unknown inflation time. The stent was post-dilated at 18atm. An additional cypher 2.5/28 mm (stent#5) was implanted at 18 atm in the proximal circumflex lesion by the crush stenting technique. The stent was post-dilated at 18 atm and the residual stenosis was 0%. The stent (stent #5) was included in the study. Fifteen (15) months after the index procedure, the patient complained of chest pain and coronary angiography was done. A 50% restenosis was observed in the cypher 3.0/28 mm (stent#2) implanted in the proximal lad and a 99% restenosis in the cypher 2.5/28 mm (stent #5) implanted in the proximal circumflex. Ptca with a 3.0 mm balloon was done to treat the restenosis in the proximal lad. An additional cypher 2.5/18 mm stent (stent #6) was implanted at 18 atm to treat the proximal circumflex lesion. A 99% restenosis was also observed at the distal end of a previously implanted unknown bare metal stent (bms) and a de novo 90% stenosis was reported in the distal lad. The restenosis at the distal end of the bms at the mid/distal lad was treated by implantation of a seventh cypher 3.0/18 mm (stent #7) stent at 18 atm. The residual stenosis was 0% for all lesions treated. The physician's comments regarding the restenotic events were: the restenosis of the proximal lad was due to the stent being under-dilated, and the restenosis of the proximal circumflex was due to the crush technique which led to bad apposition of the stent. Please note that device (lot # unk) is distributed outside the united states, however, it is similar to the united states product. This stent was reported to be either lot #i1204118 or i0105084. Device history records (DHR's) will be done on both lot numbers. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of three products used for the same patient. Please reference MFR. Report# 9616099-2006-00784, -00785, and -00786.